Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 50-55 mg/dl. Cause was not known. Customer required assistance due to bg and their spouse administered carbohydrates to the customer to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.